Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the reported foreign substance coming out from biopsy channel could not be confirmed the root cause of the event remains unknown. However, based on similar reported event, a potential cause could be attributed to a brush or endo therapy accessory was passed thorough the biopsy channel of the scope and may have been partially scraped off and remained in the channel. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: importance of cleaning, disinfection, and sterilization- the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding of the following items: professional health and safety policies of your hospital; instruction manuals for the endoscope, accessories, and all the other reprocessing equipment; structure and handling of endoscope and accessories; handling of pertinent chemicals; the legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental medical device report (MDR) was submitted to provide a correction to the new information date on the previous supplemental MDR report. The device manufacturer date, march 13, 2014, was used in (g3) error. The correct become aware date for the new information is june 10, 2021.

Manufacturer narrative:
The referenced endoscope was returned to the service center. The evaluation was unable to confirm any red colored material or substance as a thin diameter borescope was used to inspect inside the channel and found scratches. The scope failed the leak test from between the control knobs; no fluid invasion. The bending section cover glue is cracked. The objective lens and light guide lens at the distal end are cracked/chipped. The light guide tube has excessive buckling and dents. The water inlet is loose; the scope connector protective boot cover is cut/torn; the insertion tube and distal end cover both have cosmetic dents and scratches. A review of the endoscope's repair history shows the endoscope was last repaired; three events in 2018. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The endoscopy technician at the user facility reported that during reprocessing; when putting the cleaning brush down both channels of the evis exera iii colono-video scope, foreign red/pink colored material was reportedly observed on the brush. It was not suspected to be blood or anything from a patient but something red/pinkish from the scope that may have been scraped off. No patient injury, infection or involvement was reported.